Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd cable was found to be disconnected. The device's lcd cable was reconnected to address the issue.